Event description:
Customer reported the user was troubleshooting an air in line alarm on the pump, and took the set out of the pump several times to flick visible air bubbles out of the silicone segment in a bubbly etoposide infusion. On the third attempt, she flicked it with her pen, and after closing the pump door, the med started spurting out of the set just below the upper fitment. There was no pt or staff exposure or harm. No add'l info was available.

Manufacturer narrative:
(B)(4). The leak was confirmed with a tear noted in the silicone segment near the upper fitment, measuring 0.1155 inches. Crush marks were noted on the upper fitment. Root cause of the tear was not identified.